Manufacturer narrative:
The reported event that the device pedal was sticking was not confirmed under normal operation. However, the pedal was found to stick prior to being hooked up to an air compressor. Upon disassembly, no components were found which would cause or contribute to a pedal sticking while in use.

Event description:
It was reported that during testing at the user facility, the pedal of the device was determined to be sticking in the depressed position. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing at the user facility, the pedal of the device was determined to be sticking in the depressed position. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.